Event description:
It was reported that the patient stated the catheters are painful and too flimsy for him to insert which made them hard to work with. It is unknown if the patient was able to void. No medical intervention reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping about 6" from the tip. Release the funnel. Using this insertion sleeve to hold the catheter firmly, gently pass the top of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated the catheters are painful and too flimsy for him to insert which made them hard to work with. It is unknown if the patient was able to void. No medical intervention reported.